Manufacturer narrative:
Only adverse event should have been checked, and not product problem.

Event description:
A report was received that the patient was having difficulty charging the ipg as it was buried too deep. The patient underwent a revision procedure wherein the ipg was repositioned. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg as it was buried too deep. The patient underwent a revision procedure wherein the ipg was repositioned. No device malfunction was suspected. The patient was doing well postoperatively.